Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the event information provided there is no indication that a manufacturing process may have caused or contributed to the reported issue. Therefore, a DHR review is considered to be not required. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective 5-year assessment as part of post-market clinical follow-up (pmcf) activities. Based on the information available the reported restenosis as well as the alleged stent fracture could not be verified. The investigation needed to be closed with inconclusive result. Even though potential factors that could have led to the reported occlusion as well as the reported stent fracture were evaluated, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g., restenosis, stent fracture, stent kinking / collapse, thrombosis or vessel occlusion. In addition: "cases of fracture have been reported in clinical use of the lifestent vascular stent (...) In lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." Correct procedure for stent was found addressed. H10: g3. H11: d4 (unique identifier (UDI) #), h6 (patient). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately four years nine months and twenty two days post stent placement procedure for the distal superficial femoral artery stenosis, the subject had an adverse event of occlusion of the left superficial femoral artery. The reported event was allegedly possibly related to the study device and not related to the study procedure. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the event information provided there is no indication that a manufacturing process may have caused or contributed to the reported issue. Therefore, a DHR review is considered to be not required. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective 5-year assessment as part of post-market clinical follow-up (pmcf) activities. Based on the information available the reported restenosis as well as the alleged stent fracture could not be verified. The investigation needed to be closed with inconclusive result. Even though potential factors that could have led to the reported occlusion as well as the reported stent fracture were evaluated, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g., restenosis, stent fracture, stent kinking / collapse, thrombosis or vessel occlusion. In addition: "cases of fracture have been reported in clinical use of the lifestent vascular stent (...) In lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." Correct procedure for stent was found addressed. H10: g3. H11: h6 (method). H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately four years nine months and twenty two days post stent placement procedure for the distal superficial femoral artery stenosis, the subject had an adverse event of occlusion of the left superficial femoral artery. The reported event was allegedly possibly related to the study device and not related to the study procedure. It was further reported that approximately five years eleven months and eight days post stent placement procedure, the subject had an device deficiency of stent fracture that another stent was implanted within the lifestent. The subject underwent re-intervention involved on the target lesion with instent restenosis with initial stenosis of 100% and drug coated balloon and percutaneous transluminal angioplasty was placed with final residual stenosis of 0%. The re-intervention was successful and the current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: (expiry date: 12/2016). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately four years nine months and twenty-two days post stent placement procedure for the distal superficial femoral artery stenosis, the subject had an adverse event of occlusion of the left superficial femoral artery. The reported event was allegedly possibly related to the study device and not related to the study procedure. It was further reported that approximately five years eleven months and eight days post stent placement procedure, the subject had an device deficiency of stent fracture that another stent was implanted within the lifestent. The subject underwent re-intervention involved on the target lesion with instent restenosis with initial stenosis of 100% and drug coated balloon and percutaneous transluminal angioplasty was placed with final residual stenosis of 0%. The re-intervention was successful and the current status of the patient was unknown.